Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had partial display. Customer stated that bottom side of insulin pump screen was much darker. Customer stated that they received change sensor and sensor updating alerts. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. No missing segment or partial display noted. However, pump error 63 alarm during self test and confirmed in the device history due to broken trace at keypad assembly. Device was received with a cracked keypad overlay.